Event description:
It was reported that foreign particles were present in the packaging of 2 out of 17 boxes of the product. It was further reported that there was no pt involvement and thus no reports of any adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.